Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported leakage between a syringe and maxzero connector. Unknown if there is any patient harm.